Event description:
It was reported that there was a volumetric precision test out of tolerance. The problem occurred in the atelier, during annual maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(6). H3: one device was returned for analysis. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found bubbled downstream occlusion (dso) seal. Review of the event history log was not applicable. Functional test was performed. Pump was tested for flow accuracy and failed. The reported issue of volumetric precision test out of tolerance was replicated. The cause was the expulsor being too high. The expulsor was trimmed to address the reported problem. The dso seal was also replaced.